Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Was there any medical or surgical intervention performed for the intra-op bleeding? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How long was the delay in the procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there any adverse patient consequences? What is the patient's current status? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c- section procedure on (B)(6) 2022 and suture was used. During the procedure, his case is from health authority. It was reported that the problem of pulling off suture needle happened during sewing uterus in the surgery. Which increased the bleeding of the patient, prolonged the surgery time. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to FDA: 10/03/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure -unk on what tissue was the suture used? -subcutaneous tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)? -unk how was the suture placed (interrupted or continuous)? -interrupted how was the suture originally tied (multiple knots, square knot, etc.)? -unk what was the source and triggering event of bleeding? -pull off suture needle what was the volume of blood loss? - unk how was the bleeding treated? - changed another suture to treat. Was there any medical or surgical intervention performed for the intra-op bleeding?- changed another suture to treat. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -unk how long was the delay in the procedure? -unk were there any unexpected outcomes or complications as a result of the prolonged surgery time? -no. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? -unk were there any adverse patient consequences? -unk what is the patient's current status? -good if applicable, will product be returned? If so, please provide the return date and tracking information. - no.